Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: a review of the pump¿s black box revealed loss of prime warnings. The force readings did not reach zero. During investigation, the pump powered up with functional auditory and vibratory to a blank display screen. Due to the blank display screen the investigation was unable to adequately investigate the initial complaint. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.